Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The patient was reported to have experienced pericardial effusion and hypotension, leading to the cancellation of the procedure. During a pulse field ablation (pfa), a farawave device was selected for use. After completing the pfa on the left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), and right superior pulmonary vein (rspv), pericardial effusion was detected via ice. As the procedure moved to the right inferior pulmonary vein (ripv), effusion was noted, prompting the case to be aborted for pericardiocentesis, during which approximately 700cc of fluid was removed. The device is not anticipated to be returned as it will be disposed of.